Manufacturer narrative:
Sample collection and centrifugation information have not been supplied by customer to date. Qc and system check data have not been supplied by customer to date. Service has not been dispatched for this event to date. A definitive root cause has not been determined to date for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay analyzer generated an erroneously elevated troponin (accutni) result above the ami cutoff for one (1) patient. The result was not reported out of the lab. Repeat analysis of the sample on the same instrument produced lower results within the normal reference range. The customer did not receive reports of patient injury or unnecessary medical treatment as a result of this event.